Manufacturer narrative:
The onsite biomedical engineer reported that the v60 nav-ring was not moving. Numerous attempts have been made to obtain repair information, but no further information has been provided. The complaint will be processed for closure. If additional information is received at a later date, the complaint will be reopened, and a supplemental report will be submitted. Although no part has been returned for failure analysis, previous investigations have identified that liquid ingress, due to the variability of the assembly process, causes navigation ring failures.

Manufacturer narrative:
Date of event: (B)(6) 2021. Reported: 20feb2021.

Event description:
It was reported to philips that the device had a navigational ring malfunction. The device was not being used on a patient at the time of the event. There was no patient or user harm reported.